Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was returned to the designated complaint unit for independent evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device drawings found a stress relief collar is now attached at the connection between the shaft and the hub of the suture capture loop. This design change was implemented as a result of a corrective action initiated to address the reported issue. A visual inspection revealed that one meniscal suture loop was detached from its handle. This most often occurs when the devices are removed from the packaging by the tips instead of pushing behind the packaging to release the handles. There was minimal debris, and the rest of the set was in good condition. A review of the customer provided image finds the complaint device with one of the suture threaders fractured at the hub. The complaint was confirmed, and the root cause was associated with device design. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A corrective action for this failure mode is in place. Correction in h6 (health effect - clinical & impact codes and medical device problem code).

Event description:
It was reported that during meniscus repair, when the package was opened, it was found the needle and the head was separated and it could not be used. No delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.